Manufacturer narrative:
H4: the lot was manufactured between 11 august 2025 and 12 august 2025. H11: the actual devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rates were found to be within the product specification range. The reported condition was not verified. The devices were found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (02) large volume infusors underinfused via peripherally inserted central catheter (PICC) during patient infusion. The device contained piperacillin/tazobactam. The expected infusion time was 24 hours; however, approximately 40% of the medication remained in the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.